Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) contained foreign matter. The following information was provided by the initial reporter: "before opening a package, fm was attached."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and two photographs which displayed the unit in a sealed package with black specks inside the packaging of the needle cover. During visual inspection of the device, five black specks were observed on the needle cover. The device was removed from the packaging and it was observed that the black specks are molded into the needle cover. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. The observed defect was not in the fluid path and did not affect fit, form or function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) contained foreign matter. The following information was provided by the initial reporter: "before opening a package, fm was attached."